Event description:
The customer reports that the instrument did not cut properly. Also, it did not work properly in coagulation mode. The operator used a second device.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.